Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, a report was received from a physician's office regarding a (B)(6) year old female patient who received an injection of restylane l in her tear troughs on (B)(6) 2015. The patient developed redness and swelling on the cheek area on the right side of her face on (B)(6) 2015. The patient went to the emergency room on (B)(6) 2015 for increased swelling and was diagnosed with cellulitis and was put on augmentin and an anti-inflammatory medication (unspecified). The patient called the office on (B)(6) 2015 complaining of increasing discomfort and stating that she was not better. The patient was referred to another facial plastic surgeon as the reporter physician was out of the office, but the patient returned to the emergency room on (B)(6) 2015 and was admitted. The patient was given intravenous antibiotics and had several CT scans in the areas that were thought to be abscessed. All of the CT scans were negative until a CT scan on (B)(6) 2015 showed an abscess underneath the patient's right eye. Because a facial plastic surgeon was needed to remove the abscess and since a facial plastic surgeon was not available at that hospital, the patient was discharged on (B)(6) 2015 and arrangements were made for her to go to the another emergency room. A physician met the patient at that emergency room and drained the abscess. The patient was released from that emergency room and was not admitted. The patient was put on an unspecifed oral antibiotic and reported nausea, vomiting and diarrhea from the antibiotic. The patient had no previous treatments in the affected areas with similar products. The reporting physician spoke with the patient on (B)(6) 2015 and noted good progress with minimal remaining redness and swelling. No further information was available at the time of this report.